Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that this patient had a ¿mechanical problem.¿ the patient further reported that she had a lot of rods in her back and the ¿tubing to the catheter¿ was cut lengthwise and could not deliver the medication. This had occurred ¿years ago¿ and required the catheter to be replaced. It was not known what medication this device system delivered at that time. Additional information has been requested, but was not available as of the date of this report.